Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The mislabeling was able to be confirmed. The information indicates that the 2 units involved in this complaint never came into contact with one another during production. Furthermore, a query of the system indicated that units from both lots were sent to the account. Thus, in review of the noted information, this may suggest that a potential mix-up occurred at the hospital. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for mislabeling from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use the outer box was indicating a product size 2.75 x 38 mm xience xpedition stent delivery system (sds), however, it was noted that the actual device pouch and foil pouch indicated a 2.5 x 38 mm xience xpedition sds. The device was not used; there was no patient involvement. No additional information was provided